Manufacturer narrative:
During manufacturing, this device underwent a series of inspections and tests to confirm proper function, including a test simulating loading and deployment. A review of manufacturing documentation confirmed this device successfully completed these tests. No product was returned. Review of the device history record confirmed this lot met manufacturing requirements prior to shipment. The cause for the reported event remains unknown.

Event description:
A 15mm amplatzer septal occluder (aso) was successfully implanted; however, the next day it was found to have embolized. The aso was percutaneously retrieved and a 20mm aso was implanted.